Manufacturer narrative:
The device is unavailable for evaluation. Without the sample or any visual evidence, the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Subject is a (B)(6) year old female with current malignancy, shortness of breath, unilateral segmental pulmonary embolism, right lower extremity common femoral and external iliac dvt and caval thrombosis 2-7 cm caudal to the lower renal vein. Contraindication to anticoagulation due to recent postoperative state. On (B)(6) 2017 subject was admitted to hospital. On (B)(6) 2017, subject was consented and option¿ elite retrievable vena cava filter was placed without complication. She was discharged on (B)(6) 2017. On (B)(6) 2018, subject presented with chest pain, and was found to be hypoxic. Imaging at an outside hospital diagnosed acute on chronic pulmonary embolism. Anticoagulation was initiated and symptoms resolved by discharge. The pi selected the date of discharge ((B)(6) 2018) as the resolution as the pi's best determination based on available medical records. The event was considered expected and possibly related to the ivc filter or procedure. Subject was considered lost to follow-up with her last completed visit at 6 months post-filter placement on (B)(6) 2018.